Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. She hadn't had any trouble until recently and now she was leaking every time she was on the toilet, which had been gradually happening since (B)(6) 2016. She hadn't had any falls or trauma, she felt stimulation, and it was moderate. The device was on program 2 at level 1, but she increased the level to 2.5 and now she needed to change the program. The patient was going to keep trying to increase the amplitude and try that, and if it still didn't help she planned to consult with her healthcare provider about possibly changing programs. Additional information was received on (B)(6) 2016 from a patient. It was reported the steps taken to resolve the issues included the patient spoke to a manufacturer representative (rep) regarding the leakage and they suggested the patient change their settings. They set it from 2.5 to 3.5, which was too much, and set it back to 3.0; the leakage had not improved, which seemed to be continued leakage and was very annoying. The patient noted they had a hip replacement which was possibly causing the problem. The patient planned on following up with their healthcare provider (hcp) since they had not seen improvement by changing their settings. Additional information received on (B)(6) 2017 indicated that patient was feeling stimulation. The patient was leaking a lot, for the last 3, 4 or 5 months it has really gotten bad (2017). The patient has always had a little bit since it was put in but the last 3, 4 or 5 months patient have been leaking everywhere, in the shower, in the bathroom and the stimulation right now was at a point that patient felt it so tight that it was hard to have a bowel movement". Patient stated that this has been happening for the last "4 or 5 months" (2017). Patient stated she has had no falls but stated she had a hip replacement "about a year ago and don't know if that had something to do with it".the patient indicated that the loss of therapy had gotten worsen and they were feeling uncomfortable stimulation. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-06-29 reporting that the patient had questions regarding these reported concerns. They saw the health care professional (hcp) and programming was changed. It was reported that everything was good. Patient weight was reported to be (B)(6). No further complications were reported.